Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's high ventricular (rv) lead was found to have post-paced t-wave over-sensing. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout.